Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 6mg/ml at 2.7747mg/day and morphine 40mg/ml at 18.498mg/day via an implantable pump. It was noted the patient was on oral baclofen. The patient also had asthma and sleep apnea. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI however did have a CT scan when the patient was in the ER in (B)(6). The motor stall first occurred in the event logs (B)(6) 2015 and multiple motor stalls and recoveries since then. The pump last stalled on (B)(6) 2016 and has been stalled since then. The patient was not feeling well on (B)(6) 2015 the patient had stomach cramps, nausea and vomiting. The patient was found collapsed upstairs in their bedroom. The patient was taken to the ER (emergency room). Per the healthcare provider someone checked the pump on the (B)(6) but the healthcare provider was not sure who or what was checked. The healthcare provider from the ER (emergency room) stated the patient was septic and they sent the patient home with IV antibiotics. As of today (B)(6) 2016 the patient was still not feeling well and was admitted again today. Currently the patient was somewhat unre sponsive/sleepy and this was new as of today. The patient has had these symptoms going on and off since he was in the hospital on (B)(6) 2015. The patient¿s breathing was a little off and the patient was wheezing. The patient¿s gait was really bad. They can wake the patient up but it takes a little for him to be aware of it. The reporter was not sure that the patient was actually septic when they were admitted to the ER (emergency room) and that the patients symptoms might have been related to the motor stall that started on (B)(6) 2015. The ER (emergency room) that handled that situation was a different facility than where the reporter works, and they do not have all of the information from that other ER (emergency room). The patient outcome was noted as treatment ongoing and hospitalization. Additional information received from the managing healthcare provider reported troubleshooting performed included checking the logs were printed to seen when the stall occurred. The logs had shown that motor stall was occurring since (B)(6) 2015 and the pump was going off and on since that date. Per the logs a motor stall occurred (B)(6) 2015 with a motor stall recovery on (B)(6), motor stall on (B)(6) 2015 with a motor stall recovery a motor stall occurred (B)(6) 2015 with a stopped pump period may exceed tube set on (B)(6) 2016 and a motor stall recovery on (B)(6) 2016 and another motor stall occurred (B)(6) 2016 along with a motor stall recovery, on (B)(6) 2016 a motor stall occurred with a stopped pump period may exceed tube set message on (B)(6) 2016 and a motor stall recovery on (B)(6) 2016 a motor stall occurred. The healthcare provider assumed at this time that the pump malfunctioned. The pump would be removed and sent for analysis. Per this healthcare provider there was no known infection at time of visit. The patient was still ¿admitted¿ and the dose was dropped and oral medications were being given. The patient¿s symptoms were better at the this time.